Event description:
It was reported that the customer's battery cap was damaged and was difficult to remove. The customer's blood glucose was 200 mg/dl. She stated that a healthcare provider in the hospital screwed the cap on too tight, causing it to strip. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).